Manufacturer narrative:
Follow-up #1: date of submission 01/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: the pump's black box shows multiple incomplete bolus attempts on 10/30/2015 due to occlusions during the bolus attempt. The pump was exercised for 24 hours with no issues duplicated. During investigation a 10 unit normal bolus was performed and delivered. The bolus history showed that there were no interruptions with the delivery. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was not completing bolus deliveries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.